Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities noted during pmv testing. Functionally, the instrument was applied to test media. The staple line was properly formed, and the jaw properly clamped and unclamped when the approximating lever was operated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a low anterior resection procedure. For the first firing for the rectum resection, the surgeon could not open and close the jaws under articulation and could not fire the device. Replaced by a new device and the procedure was completed with no problem. There was no patient harm. The status of the patient is no problem.